Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Product did not overheat during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported the 660hd image management system overheated. No patient injury or complications were reported.